Event description:
It was reported that this unknown device and boston scientific right ventricular (rv) lead exhibited high pace impedance measurements remaining within normal range. Technical services (ts) discussed they were unsure how the device test gets ran however discussed the option of performing testing on the rv lead and possibly programming to unipolar configuration. The device and rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).